Event description:
It was reported "the customer has noticed increasing problems with the cufff in the last few weeks. [The] cuff is defective and/or air leaks and patients have to be re-intubated. This problem is noted with the 7.5 and the 8.5 size". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the customer has noticed increasing problems with the cuff in the last few weeks. The cuff is defective and/or air leaks and patients have to be re-intubated. This problem is noted with the 7.5 and the 8.5 size". No patient injury or consequence reported. Patient condition reported as "fine".